Event description:
During an orif proximal femur on (B)(6) 2013, the surgeon had difficulty aligning distal screw for insertion and reported that the aiming assembly, specifically the aiming arm and handle were suspect. The surgeon was able to insert the distal screw by manipulating and slightly bending the drill sleeve. The procedure prolonged 5 minutes and completed to the satisfaction of the surgeon. This is 2 of 2 reports for the same event, (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Aeromed inc. Manufactured the insertion handle for trochanteric fixation nails, part 357.411, and synthes lot numbers 6204492, 6248069, 6253827, 6269394, and 3328r16, supplier lot number 3328r16. The suppliers certificates of compliance indicate the parts were manufactured to part 357.411, revision g and met the required specifications. The lots were inspected to the synthes incoming final inspection sheet and passed specifications. All part passed specifications at the time of release to warehouse. The unit has numerous nicks, dings and scratches all over the device. There are some large dings on the upper handle of the device. The instrument conformed to dimensional specifications at the time of manufacturing and passed functional testing at synthes incoming inspection. The unit was returned for the complaint met the material and dimensional inspections.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found. A review of the device history records has been requested.